Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the stent fell off the balloon. The 99% stenosed target lesion was in the severely tortuous and calcified right coronary artery (rca). Access was barely obtained through radial artery with a "custom-made" non-bsc guide catheter. The guide catheter seemed "kinked" at that time. The lesion was ablated with rotablator 1.75mm burr. During ablation, burrs' spin fell ten thousand rpm five times due to complex lesion. The lesion was then pre-dilated at 20 atmospheres with a 3.0x20mm non-bsc balloon. Intravascular ultrasound imaging was performed. A 3.5x32mm taxus express2 drug eluting stent (des) was advanced, but the stent delivery system (sds) became caught on the mid portion of the lesion. During withdrawal, resistance was encountered as the sds was being pulled back through the hub of the guiding catheter. When the sds was removed from the body, it was noted that the stent had come off the balloon in the proximal shaft of the guide. The whole system (sds, guidewire and guide catheter) were pulled from the patient's body and the dislodged stent was able to be retrieved. The procedure was completed using a 3.5x16mm taxus express2 des and a 3.5x20mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".